Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). The transeptal puncture (tsp) was performed, and the transeptal introducer sheath was exchanged for the was. Difficulty was experienced crossing the interatrial septum with the was and when the was advanced into the laa, an inferior, lateral pericardial effusion was identified via transesophageal echocardiogram (tee). A pericardiocentesis was performed and the bleeding persisted. The patient was transferred to surgery where a perforation was identified in the distal portion of the laa, and an atrial clip was placed to complete the laa closure procedure. The patient was expected to fully recover.